Event description:
It was reported, during the colonoscopy screening, the arv120 endocuff fell off a scope into the patient's sigmoid colon. The endocuff was successfully removed with forceps. A procedural delay occurred but not more than 30 minutes and the patient was not under anesthesia. The outcome of the procedure was not affected as a result of the issue and there was no unplanned diagnostic imaging needed to locate the device and confirm it was removed. The procedure was not completed successfully due to poor colonoscopy prep. The method used to attached the endocuff was by pushing it on to the end of the scope. The device was inspected before use and did not appear broken, cracked, or damaged.